Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed during the initial procedure, therefore not explanted. Section h3: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 2199 incomplete treatment section h-6 health effect - clinical code: 4582 incomplete treatment all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dcb00 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye) but had to be removed. An unplanned vitrectomy was performed however, there was no incision enlargement, no patient injury, and no sutures. There was no product quality issue and no patient anatomy issue that contributed to the event. Patient status post-procedure was reported as patient left aphakic as another iol was not implanted. There are future plans to insert a 3-piece iol in the sulcus, surgery date to be determined. The customer reported the patient's gender as female. The suspect iol is not available for return as it was discarded. No further information is available.